Event description:
A nurse reported that while injecting a patient with radiesse, she noticed that some of the injected material had extruded through the needle tract in the skin. During a subsequent office visit, the nurse noticed that there was a hard lump under the skin at the injection site. The lump has reduced in size, but was still noticeable. The nurse commented that the injection may have been too superficial.

Manufacturer narrative:
On march 31, 2006, nurse reported that she may need to excise the hardened material. During a follow-up call on the following month, nurse reported that the hardened material was not excised, but that the patient would continue to be monitored. An MDR was not reported earlier because surgical intervention was not confirmed. Bioform has made numerous attempts to obtain additional information. Nurse has not responded to our requests.